Event description:
The customer reported that they still were not getting any fluoro, and the system was not working.

Manufacturer narrative:
(B) (4). The left monitor, during bootup, came-up black and very slowly started to show the gray scale. The ge service rep ordered a left monitor then removed and replaced the monitor. He checked operation. The machine works as intended. (B) (4)